Manufacturer narrative:
The bath board failed causing the end user to fall into the tub bruising their arm, elbow and back. Two of the supports broke off inside the board. The end user has bruises and is sore, no serious injury. The marina bathboard is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
The bath board failed causing the end user to fall into the tub bruising their arm, elbow and back. Two of the supports broke off inside the board. The end user has bruises and is sore, no serious injury. The marina bathboard is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).